Manufacturer narrative:
Fifty new pur transfer set w/chemolock was returned for inspection. No defects or anomalies noted visually. The samples were tested for bond integrity per product specifications and the devices met performance expectations. The reported complaint of a separation and subsequent leak was unable to be replicated or confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12/15/2025

Event description:
The event involved a 46 cm (18") appx 5.7 ml, pur transfer set w/chemolock® additive port, 0.2 micron filter, check valve w/luer lock, filter cap where the customer reported that the line detached from the spike during handling of an infusion bag with paclitaxel. Cytotoxic drug leaked onto the floor and in the nurse¿s hand. The event occurred when opening the transport bag in the oncology day hospital. There were 2 problematic devices which was used for 30 mins. There was no patient involvement, but exposure to the chemotherapy; adverse outcome was not reported.

Manufacturer narrative:
The actual device is not available for evaluation; however, a sister sample should be returned.